Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The investigation was unable to duplicate the customer's stated problem as the device functioned properly. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited constant "cartridge removed" warnings. No adverse patient effects were reported.